Event description:
A customer contacted (B)(6) and reported receiving a low drain volume alarm on the homechoice (hc) machine during the initial drain cycle. The caregiver (cg) stated that there is a large air bubble in the patient line. The technical service representative (tsr) advised the cg to end therapy and start over with new supplies. Product surveillance contacted the patient's cg on (B)(6) 2010. According to the cg there was an air gap in the line, however, they did not observe any holes or defects in the supplies. The tsr advised the cg to discard the supplies. They discarded and started over. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded, therefore, baxter cannot determine the root cause.

Manufacturer narrative:
(B)(4). The report for a low drain volume alarm (with air in the patient line) was not confirmed due to a lack of sample, therefore, the cause was not determined. The lot number is unknown therefore a batch review was not performed. Labeling review found the labeling adequate for the potential use error in this report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).